Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump's internal battery had died. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: one replace battery alarm was observed in the black box on the date of the reported issue due to normal battery wear. There was no evidence of short battery life observed in the pump histories. The pump's electrical current draws were tested and were found to be within specifications. The pump was exercised for 24 hours with no power issues occurring.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.